Event description:
Information was received regarding a cadd extension set. It was reported that the device resulted in a "high pressure" pump alarm. The nurse did a test with another pump and cassette, but the same extension set and the same result was seen. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no discrepancies. Functional testing duplicated the reported issues confirming the complaint allegation. The investigation determined that during manufacturing the excess solvent may not have been cleaned before assembling the tube with the component or the procedure for introducing the tube in the solvent dispenser was not followed. An action was previously taken to ensure adherence to manufacturing procedure related to cleaning excess solvent before assembling the tube with the component. Because a lot number was not reported it was not possible to determine if the action was taken before or after the device's production.